Event description:
On (B)(6) 2024, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with abdominal pain. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain experienced at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella pneumoniae in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was observed not wearing a mask during pd setup and treatments prior to this event. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains symptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction provided in d10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 10/jun/2024, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with abdominal pain. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain experienced at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella pneumoniae in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was observed not wearing a mask during pd setup and treatments prior to this event. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains symptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break is aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogen. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.